Event description:
The customer reported that the device was missing segments in the middle of the display. No pt harm was reported.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the lcd board. The lcd board was replaced. (B)(4).